Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device does not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded, and cable was in bad condition. Further, keyboard resistance value were out of tolerance limits. The motor, motor cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. User mishandling might be the most probable root cause for the damaged cable. With the available information, we cannot determine the root cause for the tolerance failure of the keyboard. The corroded motor, defective motor cable and keyboard would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified.

Event description:
It was reported by the customer in france that during an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w hand-control device did not work. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.